Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they needed assistance in connecting a meter to the insulin pump and also mentioned during the call that the customer experienced a high blood glucose level of 400 mg/dl. The parent was assisted with the programming but they declined troubleshooting for the high blood glucose reading. The customer treated with manual injection. The insulin pump will not be returned for analysis.